Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) determined that the home patient (hp) left a clamp open on one of the unused lines. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.on (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the home patient (hp) left a clamp open on an unused line during therapy. The rn stated the hp has had no injury or medical intervention as a result of this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was a clamp was inadvertently left open by the patient. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.